Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor anomaly. Tkn (B)(6) 2011.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.